Event description:
It was reported that the lead dislodged and experienced positioning/fixation difficulty. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Blood/body fluid was present on the helix mechanism. Visual analysis observed outer insulation breached cut, and there was apparent explant damage. The full lead was returned.